Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer's blood glucose level read "high¿, however, specific blood glucose (bg) value was not provided. Customer declined any further assistance or follow up from tandem technical support.